Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative instructed the customer to reboot the cpu board and clear system's error logs which resolved the issue.